Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and there was a false elective replacement indicator and intermittent low voltage output due to rapid atrial pacing anomaly. The device was cleared and reprogrammed and the patient was stable.